Event description:
Event verbatim [preferred term] burned me pretty bad / burn on abdomen/ burn was the size of a quarter, had a weird red color and parts of it is weird brown color/noticed a really bad heat blister [burns second degree] , she read the usage instructions. She did not check her skin under the product while wearing thermacare. [Intentional device misuse] , used for endometriosis [device use issue] , the first one was a dud/not working [device ineffective]. Case narrative:this is a spontaneous report from a pfizer-sponsored program (thermacare (B)(6) page). A contactable consumer (patient) reported that a (B)(6) -year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare menstrual) from (B)(6) 2017 only used during her menstrual one time a day to get through work for endometriosis. The patient medical history included anxiety. The patient's concomitant medications included citalopram started taking 4 months ((B)(6) 2017) ongoing at 5mg once a day for anxiety, and ongoing low dose cycle birth control started taking 2 or 3 months ago (2017). The patient bought a package of abdomen heat pads. The first one on the night of (B)(6) 2017 was a dud/ not working (also reported first started from (B)(6) 2017), and the second one on the morning of (B)(6) 2017 right before work burned her pretty bad/burn on abdomen. She used for 4 and half hours before she started hurting, noticed a really bad heat blister, then took it off. She was mad that she got a burned on her abdomen and wearing pants kind of hurts right now. Burn was the size of a quarter, had a weird red color and parts of it is weird brown color. One of her co-workers had recommended product named second skin, that made it burn more, had to take it off. No other medical treatment applied. She classified her skin tone as light and light medium, depends on time of year. She had sensitive skin. She did not have any abnormal skin conditions. She previously used thermacare since a teenager and she did not experience same problem/symptom during previous use. She previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She used an electric heating pad, hot water bottle and microwave gel pack on last week ((B)(6) 2017) before she thermacare product on wednesday ((B)(6) 2017) or thursday ((B)(6) 2017). She did not experience a problem/symptom with one of these products. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of burn on abdomen was not resolved and reported as worsened. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer includes: age, gender, device start date, dose, indication, medical history, concomitant medications, updated event start date and outcome, added event "noticed a really bad heat blister", "she did not check her skin under the product while wearing thermacare" and "used for endometriosis". The case upgraded to serious. Company clinical evaluation comment based on the information provided, the events of "burn blisters" "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" and "device ineffective" are non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blisters" "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" and "device ineffective" are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary is as below: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology, the corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Site sample status is not received.

Event description:
Event verbatim [preferred term] burned me pretty bad / burn on abdomen/ burn was the size of a quarter, had a weird red color and parts of it is weird brown color/noticed a really bad heat blister [burns second degree], she read the usage instructions. She did not check her skin under the product while wearing thermacare. [Intentional device misuse] , used for endometriosis [intentional device use issue] , the first one was a dud/not working [device ineffective]. Case narrative: this is a spontaneous report from a pfizer-sponsored program (thermacare facebook page). A contactable consumer (patient) reported that a 25-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) from (B)(6) 2017 only used during her menstrual one time a day to get through work for endometriosis. The patient medical history included ongoing anxiety. She classified her skin tone as light and light medium, depends on time of year. She had sensitive skin. She did not have any abnormal skin conditions. She previously used thermacare since a teenager and she did not experience same problem/symptom burn blister during previous use. She previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She used an electric heating pad, hot water bottle and microwave gel pack on last week (B)(6) 2017) before she thermacare product on wednesday (B)(6) 2017) or thursday (B)(6) 2017). She did not experience a problem/symptom with one of these products. The patient's concomitant medications included citalopram started taking 4 months (B)(6) 2017) ongoing at 5mg once a day for anxiety, and ongoing low dose cycle birth control started taking 2 or 3 months ago (2017). The patient bought a package of abdomen heat pads. The first one on the night of (B)(6) 2017 was a dud/ not working (also reported first started from (B)(6) 2017), and the second one on the morning of (B)(6) 2017 right before work burned her pretty bad/burn on abdomen. She used for 4 and half hours before she started hurting, noticed a really bad heat blister, then took it off. She was mad that she got a burned on her abdomen and wearing pants kind of hurts right now. Burn was the size of a quarter, had a weird red color and parts of it is weird brown color. One of her co-workers had recommended product named second skin, that made it burn more, had to take it off. No other medical treatment applied. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare on (B)(6) 2017. She read the usage instructions on thermacare before she used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of burn on abdomen was not resolved and reported as worsened. The outcome of other events was unknown. According to the product quality complaint group on 24mar2020: summary is as below: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology, the corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Site sample status is not received. Additional information has been requested and will be provided as it becomes available. Follow-up (26oct2017): new information received from a contactable consumer includes: age, gender, device start date, dose, indication, medical history, concomitant medications, updated event start date and outcome, added event "noticed a really bad heat blister", "she did not check her skin under the product while wearing thermacare" and "used for endometriosis". The case upgraded to serious. Follow-up (24mar2020): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the events of "burn blisters" "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "device ineffective" are non-serious. The events are medically assessed as associated with the use of the device.